Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 10/24/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention was reported since the last call. No additional blood tests were performed with the truemetrix meter.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. Son stated he had given the customer more carbohydrates than normal and thinks that is why the results are higher now. The customer's expected fasting blood glucose test result is 170 mg/dl. At the time of the call, the customer reported feeling lethargic and tired. Customer did not need medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of hi using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 01/25/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).